Manufacturer narrative:
(B)(4). Information was not provided by the affiliate.

Event description:
It was reported that during an unknown procedure, the clips were malformed -scissored. There was no patient consequence.